Manufacturer narrative:
The reported event of material discoloration was confirmed. The header¿s cavity was observed and found to be discolored but was not considered to be anomalous (body fluid). The reported event of high impedance was confirmed. High impedance measurements were recorded in the device image and is consistent with a loose lead connection. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer report number: 2017865-2023-50646. During a remote follow-up, high defibrillation impedance was detected on the right ventricular (rv) lead. During a revision procedure, a visual inspection of the device found fluid inside and discoloration of the header. The rv lead was cleaned and connected to a new device. The electrical measurements were taken and found to be within an acceptable range. The device was explanted and replaced to resolve the event. The patient was stable.